Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp was not with the patient at time of call but stated when the patient did came for the MRI appointment he did not have his controller with. The patient said the stimulator does not work anymore. The patient did not provide any additional information. No symptoms were reported.  Additional information received indicated that the ins stopped working around 2020-02-20. They stated that it would not charge. They stated that they were unable to see their hcp because of the pandemic, and a manufacturing representative indicated that the device would likely need to be replaced. The patient stated that they don't want another surgery.